Manufacturer narrative:
Unit passed displacement test, excessive no delivery test, seat and rewind and basic occlusion test. Unit was unable to prime during prime/compromised force sensor alert test due to faulty fsr (gold). No motor error noted during testing. Motor tested outside the device and passed.

Event description:
Customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was 388 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.